Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small unruptured saccular aneurysm, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that, after normal hydration process pushed the coil into the micro catheter, coil completely entered the aneurysm. The physician attempted to detach the coil. The physician attempted the coil three times with instant detacher and two times with manual method, but this coil did not detach. The coil was pulled out from the patient body and selected another of the same type coil to continue the embolization treatment. No patient injury was reported.

Manufacturer narrative:
The axium coil was found to be partially inside of the dispenser track and within the opened axium coil inner pouch. The instant detacher was not returned for evaluation as it was discarded. During evaluation, the axium coil was removed from the dispenser track. The axium coil was found to be broken on the proximal end with a broken release wire extending out. The pushwire was measured and found to be approximately 176.5cm in length. The proximal tip of the pushwire containing the tack weld replacement (twr) crimps was not returned. The implant coil was not found to be attached to the pushwire when viewed within the introducer sheath. The axium pushwire was advanced out from within the introducer sheath, and no implant coil exited out from the introducer sheath. Under the microscope, the coin was found to be pulled back from the lumen stop, and the shield coil was found to be present. During testing, the p ushwire was intentionally broken at approximately 60.0cm from the proximal end, and the release wire was pulled out from within the pushwire for evaluation of the coin. The coin was measured in 3 locations per (B)(4) rev. L, and was found to be within specific actions. Specification dimensions for the coin are: @ 0.063mm: 0.063mm-0.089mm; @ 0.127mm: 0.075mm-0.105mm; @ 0.275mm: 0.086mm-0.108mm. Measured 0.070mm @ 0.063mm; measured 0.096mm @ 0.127mm; measured 0.098mm @ 0.275mm. The outer jacket was then removed. The inner diameter of the lumen stop and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured per (B)(4) rev. K. And found to be within specification. Specification dimension for the lumen stop inner fit ID is 0.00220" minimum, and for the lumen stop inner fit ID is 0.0029" maximum. The lumen stop inner diameter (ID) was measured to be 0.0028". The retainer ring inner diameter (ID) was measured and found to be within specification per (B)(4) rev. H. -002. Specification dimension for the retainer ring inner diameter = 0.00455"+/- 0.00010 ". It was measured 0.00443". No other anomalies were observed. During analysis of the axium coil, no evidence was found that would ascribe root cause for the failure of the axium coil from detaching from its pushwire. The axium coil was returned for evaluation with the implant coil already detached, and all parts of the pushwire which could affect detachment were found to be within specifications. If information is provided in the future, a supplemental report will be issued.